Manufacturer narrative:
One cadd legacy 1 pump was received with no physical damage found on it. The event log was reviewed and there was evidence of the 1720 error code. The power up process was conducted and the reported error code 1720 was confirmed. The pump was found to be displaying "1720" error code alarm message on power up. There were no broken or wires on the backup capacitor. The backup capacitor and main board will replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1720 during testing. There was no patient involvement.